Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft2248 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by customer that microintroducer sheath bending while attempting to advance device into blood vessel. Clinician reports feeling distinct "pop" as micro-introducer passes through subcutaneous layer but then unable to pass through blood vessel wall. Clinician required to abort and re-attempt procedure."